Event description:
The catheter connected to my medtronic synchromed (implanted drug delivery system) broke into pieces, causing a large dispersion of morphine into my system all at once. I slept for four days until it wore off somewhat. I still did not know that this overdosing from the pump was what had happened to me. On or about (B)(6) 2019, I began to experience a very sharp and pinching pain in the right flank muscle. I attempted to obtain relief or an appt with any of my physicians, but was told to go the ER. When the pain had become unbearable, (B)(6) 2019, I proceeded to go to the emergency room, where it was found using CT that the catheter was "in pieces." FDA safety report ID# (B)(4).